Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received false negative results. After receiving the results the customer, who was symptomatic, called their doctor. The doctor informed the customer that the test was probably a false negative. The customer is worried that they may have exposed their (B)(6) yr old father. This event occurred 1 time. At this time, there is no indication of patient impact. The following information was provided by the initial reporter: "I am very concerned. After a negative test, I became worried and contacted my doctor. He said it was probably a false negative, and I do have covid. This product provides a dangerous sense of safety. I could have infected my (B)(6) y old father!" (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using bd veritor ¿ at-home covid-19 test the customer received false negative results. After receiving the results the customer, who was symptomatic, called their doctor. The doctor informed the customer that the test was probably a false negative. The customer is worried that they may have exposed their 70 yr old father. This event occurred 1 time(s). At this time, there is no indication of patient impact. The following information was provided by the initial reporter: "I am very concerned. After a negative test, I became worried and contacted my doctor. He said it was probably a false negative, and I do have covid. This product provides a dangerous sense of safety. I could have infected my 70 y old father!" (B)(4).

Manufacturer narrative:
H.6 investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿had a negative result .¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services. H3 other text : see h.10.